Event description:
It was reported that this right ventricular (rv) lead exhibited two out of range shock impedance alerts that were greater than 125. Technical services (ts) provided a review and suggested considering raising the shock impedance limit and a possible commanded shock in a future implantable cardioverter defibrillator (ICD) generator change. This rv lead remains in service. No adverse patient effects were reported.